Event description:
It was reported that the customer was hospitalized for hypoglycemia twice in a period of two weeks. It was indicated that the customer was unable to troubleshoot because they did not have supplies inside the pump. Additionally, the customer was instructed by the md to stay off the pump. It was verified that the programming and histories were accurate. A replacement was sent out to the customer.